Event description:
It was reported that pump displayed malfunction code while worn close to skin, and customer contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump, malfunction did not recur after reset, and customer planned to resume insulin and reconnect to continuous glucose monitor independently, with instructions to call back if malfunction returned.